Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot/serial#: unknown, product type: lead. (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome and complex reg pain syndrome type I. It was reported that the patient (pt) needed to have her leads replaced because an impedence test showed the pt only had 2 good leads. It was noted that the health care professional (hcp) knew this since her implant on (B)(6) 2018. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 399930, lot#: j0455507v, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the lead was cut and explanted along with the extensions on 2018-jul-16 because there were only two viable electrodes on the lead and all the other impedances were out of range. It was noted that excessive scar tissue was present at the level of the existing lead. The replacement lead was placed at t7/t8. It was reported that the patient also had a loss of stimulation to the right leg down to the foot and in the right lower back. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.